Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket failed to open despite several attempts. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of sidecar rx push back. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name:(B)(6) university. Block h6: imdrf device code a0406 is being used to capture the reportable investigation finding of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the side car rx was torn and buckled. A dimensional test was performed and confirmed that the side car rx was pushed back approximately 24 mm which is out of specification. A functional test was performed in an attempt to open the basket; however, the basket was only able to open properly after having to use warm water to clean the device from remnants of use. The reported event is confirmed. Based on all available information, the basket was stuck due to remnants of use which prevented easy opening. The remnants were removed using hot water and the basket was able to be open as intended. It was also found that the side car rx was pushed back, torn and buckled. These problems could have occurred due to excessive manipulation when trying to open the stuck basket. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.